Event description:
It was reported that the hub separated from the catheter during prep. Reportedly, no pt injury was associated with this event.

Manufacturer narrative:
The results of our analysis concluded that two components (the hypotube jacket and adaption cup) were not sufficiently bonded together. This incomplete bond was related to the heat induction process used to complete the bond in this location. Previous to this incident a filing was submitted to the FDA and approved (12/28/95) which addresses this issue (PMA#p810046/s160). These changes have been implemented by mfg, no other remedial action has been taken. Since the beginning of 1996 units have been shipped with this process improvement. The device in question was made previous to these changes. A review of the complaint trend data for this type of complaint showed that its severity is extremely low. It is very unlikely that a hub separation could cause or contribute to a serious patient outcome, especially in a rail (rx) device. Quality assurance continues to monitor the device for this type of complaint. The complaint rate has significantly decreased since the process modification was implemented. This MDR is considered closed by the quality assurance department.